Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, or if any further relevant information is received, a supplemental medwatch will be filed. The lot number of the device could not be conclusively determined. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the radiofrequency (rf) wire was used with an incompatible sheath, the wire hung up a little when crossing the septum, and the patient experienced cardiac tamponade, hypotension, and atrial fibrillation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a versacross connect rf wire was used. It was noted that the rf wire hung up a little when crossing the septum during the transseptal puncture (tsp). The non-boston scientific sheath crossed easily, though it was a model that is incompatible with the rf wire. Images on intracardiac echocardiography (ice) were poor quality, but the location appeared to be a good spot to perform the tsp. When the pre-map of the left atrium (la) was performed the patient was having hypotension when in atrial fibrillation. Ice was used to look for an effusion, and a small one was noted. The patient was cardioverted and the procedure was continued. The physician wanted to quickly do the ablation, but after delivery of one pulse it was deemed to risky to continue and the ablation procedure was cancelled. Pericardiocentesis was performed and removed 300ml of blood. The patient was also administered pharmaceuticals. The patient stabilized and was transferred to the intensive care unit (ICU). A therapeutic activated clotting time (act) was maintained during the procedure. The current condition of the patient is unknown. It was further reported that the patient was being rescheduled for another atrial fibrillation ablation procedure but had no continuing complications from the cardiac tamponade.

Event description:
It was reported that the radiofrequency (rf) wire was used with an incompatible sheath, the wire hung up a little when crossing the septum, and the patient experienced cardiac tamponade, hypotension, and atrial fibrillation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a versacross connect rf wire was used. It was noted that the rf wire hung up a little when crossing the septum during the transseptal puncture (tsp). The non-boston scientific sheath crossed easily, though it was a model that is incompatible with the rf wire. Images on intracardiac echocardiography (ice) were poor quality, but the location appeared to be a good spot to perform the tsp. When the pre-map of the left atrium (la) was performed the patient was having hypotension when in atrial fibrillation. Ice was used to look for an effusion, and a small one was noted. The patient was cardioverted and the procedure was continued. The physician wanted to quickly do the ablation, but after delivery of one pulse it was deemed to risky to continue and the ablation procedure was cancelled. Pericardiocentesis was performed and removed 300ml of blood. The patient was also administered pharmaceuticals. The patient stabilized and was transferred to the intensive care unit (ICU). A therapeutic activated clotting time (act) was maintained during the procedure. The current condition of the patient is unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, or if any further relevant information is received, a supplemental medwatch will be filed. The lot number of the device could not be conclusively determined. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.